Event description:
During the implantation procedure, the active fixation mechanism would not deploy. Therefore, the lead was not implanted.

Manufacturer narrative:
The active fixation mechanism would not deploy during the attempted implant. The analysis from the manufacturer is pending.